Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump was suddenly turned off and they received insulin pump error message. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and displacement test and both test were passed. Customer reported that they received insulin flow blocked alarm and event was resolved by infusion set changed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.